Event description:
The reporter stated that he did back to back blood glucose tests, within 10 minutes, using different finger sticks. The results were 236, 296 and 272 mg/dl. The reporter did not have any symptoms. He stated that he had never cleaned his meter. A control solution test was not done due to unavailability of supplies.